Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched in association with this event. Service activities performed by the fse did not demonstrate a definitive differentiation between possible hardware and sample related causes in relation to this single non-reproducible access accutni+3 event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, a definitive cause for this event could not be determined. (B)(4).

Event description:
The customer reported obtaining erroneous elevated access accutni+3 results for one patient on the access 2 section of the laboratory's unicel dxc 600i synchron access clinical system (serial number (B)(4)).the customer indicated that the initial result was not reported outside the laboratory and no change to patient treatment had occurred as a consequence of this event. The customer reported that the primary sample was plasma collected in a lithium heparin tube with gel separator and centrifuged for 10 minutes. The customer reported that lab protocol is to filter and repeat any elevated sample. The customer reported that system performance indicators (quality control, calibration, system check) were acceptable around the time of this event. A beckman coulter fse (field service engineer) was dispatched to evaluate the system.